Manufacturer narrative:
Visual examination of the returned product identified that the shim exhibits signs of repeated use and the ball bearings and springs have disassembled. The DHR was reviewed and no discrepancies relevant to the reported event were found. The issue of the persona shim ball bearings disassembling was previously investigated. The investigation identified that the ball bearings could disassemble during cleaning. Subsequently, a design update was made. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event: 0001822565 - 2019 - 03502, 0001822565 - 2019 - 03503.

Event description:
It was reported that the instrument was missing components. It was noted that this was discovered when checking trays at hospitals.